Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose. The customer¿s blood glucose level was 419 mg/dl and 42 mg/dl. Customer's other blood glucose was 410 mg/dl. The customer was treated with food and glucose tablets for low blood glucose. Customer treated with insulin pump for high blood glucose. Troubleshooting was done for high blood glucose and under delivery. Troubleshooting was done for low blood glucose and over delivery. Based on customer report customer does not allege pump was under and over delivering. Customer has been using insulin pump system within 48 hours of reported high bg event. The customer declined troubleshoot for high blood glucose. Customer states that auto mode was not active at the time of high blood glucose event. The insulin pump will not be returned for analysis.